Event description:
After follow-up to the physician's office, it was reported that there was no issue with the original battery.

Event description:
Analysis was performed on the returned handheld. The handheld was received with an extended main battery and a special battery cover. No anomalies associated with the battery latch were identified during the analysis. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was reported that a physician's programmer was locking up and not responding. An error message was displayed indicating the battery cover was not secured. The battery latch was reportedly slid all the way over. It was confirmed that the lock button was not engaged. A call from the physician's office was later received to attempt additional troubleshooting. The battery was removed and the handheld was unplugged from the power outlet. The connector pins were checked and confirmed they were not bent. The flashcard was removed to obtain the product information and it was confirmed there were no bent connector pins on the flashcard and the card was re-inserted. The screen was cleaned and the bezel was cleared of debris. The battery was then re-inserted. The "battery cover not secured" error message again appeared. The battery latch was verified to be locked and the issue did not resolve. No additional information has been received to-date. The product has been received for analysis, which is underway but has not been completed to-date. It was reported that at receipt of the product, the battery cover and battery do not appear to be original.